Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection observed the guidewire was broken at 325.7cm approximately from the proximal end. The most distal section was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR # 2134265-2016-01908. It was reported that tip detachment and vessel perforation occurred. The 3.0 to 3.5x15mm target lesion was located in the severely tortuous and severely calcified middle to distal of the right coronary artery (rca). During procedure, it was noted that after a non bsc guidewire was crossed to the lesion, a non bsc device was advanced but the distal tip of it and got deformed as the lesion was tough. So, a non bsc micro catheter was crossed to the lesion and pre dilatation was performed at 8 atmospheres for 20 seconds. Then, a 330cm rotablator rotational atherectomy system was then inserted. The burr was not inserted to the spring tip of the rotawire. The lesion was ablated 5 times with 1.50mm rotalink plus (200,000 for 20sec x 5). There was no damage noted on the rotalink 1.5mm. It was further noted that during ablation, the burr did not move back and forward for about 60 seconds and user ablated on the same position, due to it a guidewire fracture and perforation occurred. Since the rota burr was advanced to a different direction of the vessel, angiography was performed, then perforation was confirmed. The rota burr was removed from the patient, and the physician noticed that the distal tip of the guidewire had separated. Therefore, a non bsc guidewire was inserted instead and a 2.5/20 non bsc perfusion balloon catheter was inflated at 6 atmospheres for 30 seconds to stop the bleeding but it would not stop. Then, a non bsc coronary stent was dilated at 12 atmospheres for 30 seconds and hemostasis was achieved and the procedure was completed. The procedure was completed with another of the same device. The detached rotawire remained inside of the patient. Then, the procedure was closed and the patient was in the ccu on optimal medical therapy. On (B)(6) 2016, the patient expired.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR # 2134265-2016-01908. It was reported that tip detachment and vessel perforation occurred. The 3.0 to 3.5x15mm target lesion was located in the severely tortuous and severely calcified middle to distal of the right coronary artery (rca). During procedure, it was noted that after a non bsc guidewire was crossed to the lesion, a non bsc device was advanced but the distal tip of it and got deformed as the lesion was tough. So, a non bsc micro catheter was crossed to the lesion and pre dilatation was performed at 8 atmospheres for 20 seconds. Then, a 330cm rotablator rotational atherectomy system was then inserted. The burr was not inserted to the spring tip of the rotawire. The lesion was ablated 5 times with 1.50mm rotalink plus (200,000 for 20sec x 5). There was no damage noted on the rotalink 1.5mm. It was further noted that during ablation, the burr did not move back and forward for about 60 seconds and user ablated on the same position, due to it a guidewire fracture and perforation occurred. Since the rota burr was advanced to a different direction of the vessel, angiography was performed, then perforation was confirmed. The rota burr was removed from the patient, and the physician noticed that the distal tip of the guidewire had separated. Therefore, a non bsc guidewire was inserted instead and a 2.5/20 non bsc perfusion balloon catheter was inflated at 6 atmospheres for 30 seconds to stop the bleeding but it would not stop. Then, a non bsc coronary stent was dilated at 12 atmospheres for 30 seconds and hemostasis was achieved and the procedure was completed. The procedure was completed with another of the same device. The detached rotawire remained inside of the patient. Then, the procedure was closed and the patient was in the ccu on optimal medical therapy. On (B)(6) 2016, the patient expired.